Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier (B)(6). A4: patient weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient went to the clinic due to the missing tooth of left upper #7 and underwent implantation after examination. There were no adverse reactions after implantation. The patient reflected the redness and swelling/edema around the implant site, accompanied with severe pain. The patient went to the clinic for examination, and the allergy was found at implant tooth site #27. The implant was removed upon the patient¿s request.

Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. Correction: expiration date was updated from 31-oct-2022 to 01-oct-2022, unique identifier (UDI) number from (B)(4) to unknown. The following sections are being reported: b4: date of this report was updated. D4: expiration date was corrected. D4: UDI number was removed. D8-9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacture date was updated. H6: evaluation method codes were added: 10, 4109, 4111, 3331 h6: evaluation result code was added: 213 h6: evaluation conclusions code was added: 4310, 67, 50 h10: narrative/data was updated. DHR review was completed for the subject lot number 63820606. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63820606 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Review of appropriate documentation: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants, ifu4869 rev 9 - 10/19. Information identified: adverse effects. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was external factor (patient¿s condition). Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional information received at the time of this report.